Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revere pedicle screw was found fractured post-operatively. This occurred in south africa.

Manufacturer narrative:
Based on the information provided, the patient underwent an l3-l5 transforaminal lumbar interbody fusion on (B)(6) 2024 with screws, rods, and intervertebral cages. The number or type of cage(s) placed was not provided. The patient complained of backpain at a follow-up on (B)(6) 2025 and underwent a CT scan on (B)(6) 2025. The CT report indicates confirmation of a "minimally displaced fracture of the neck of the right pedicular screw of the l5 vertebra, with mild angulation." It also notes the patient has a lumbosacral transitional vertebra with sacralization of l5. The report did not mention anything about fusion status at any level. The images provided appear to show an interbody cage in the l4/l5 disc space. It cannot definitively be determined if there is a cage at l3/l4. The status of fusion achieved at either level is also unclear. The images also do not show the screw head or screw neck area of the l5 screw. Moreover, no parts were returned with this complaint, therefore, the reported fracture cannot be confirmed, and the exact findings and cause cannot be determined. The part was manufactured in 2024. A review of the lot's DHR shows that the devices were manufactured to specification and all documentation and certificates of compliance were provided. This risk is documented and within expected parameters and will continue to be monitored. This complaint will be re-evaluated if parts are returned or additional information is provided at a future date. The following sections were updated for this supplemental report: b4, e1, e2, e3, g3, g6, h2, h6, h10.

Event description:
It was reported that the patient underwent a l3-l5 transforaminal lumbar interbody fusion (tlif) on (B)(6) 2024. She came for a follow-up on (B)(6) 2025 reporting backpain. CT lumbar spine demonstrated fracture of the neck of the right l5 pedicle screw. CT lumbar spine was performed on (B)(6) 2025. This event occurred in namibia.